Event description:
It was reported that the patient's right ventricular (rv) lead insulation was damaged during the right atrial (ra) lead revision procedure for dislodgement. The rv lead was explanted and replaced, while the ra lead was revised and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.